Event description:
It was reported that the functions cannot be adjusted on the external pulse generator (epg). Technical support (ts) emailed a return form and verified that the epg was outside of warranty period and gave the flat rate fee. Return of the epg is pending. There was no patient involvement. It was further reported that the epg was at low battery and needed a new battery. The biomedical engineer replaced the battery and the epg was restored to service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.